Event description:
It was reported that the the physician attempted to add an atrial lead during device upgrade, but the left subclavian vein was occluded. The system was placed on the right side. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.